Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the berman catheter was pretested successfully. After the catheter reached the pt's right ventricle, the contrast media was injected. The media entered the balloon lumen. As a result, the catheter was removed and replaced w/o difficulties. After the catheter was removed, saline solution was injected through the balloon lumen. The saline solution came out of the media injection lumen. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in the diagnostic procedure was, until the second berman was pretested and inserted. There were no reported pt complications. The outcome of the pt is good.